Event description:
Customer states they are getting unexpected negative reactions with cell I of capture-r ready-screen (IV) (cw+ cell) when testing a patient sample known to contain anti-cw positive on the galileo. Repeat testing was positive with cell I.

Manufacturer narrative:
The images from the instrument were reviewed. No deficiencies were observed. The presence of the cw antigen was confirmed on returned and retention capture-r ready-screen, lot k109. Returned and retention products performed as expected.